Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection; however, the customer's complaint/reportable malfunction of no image was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation for a diagnostic gastrointestinal procedure. The intended procedure was completed using a similar device without delay. There were no reports of patient harm.

Event description:
It was reported, the videoscope cable exera ii displayed no image. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.